Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. The lead was explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that the physician was not able to determine the cause of high pacing threshold.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high-capture-threshold based on normal lead resistance measurements and inspection which showed no conductor issues. Also, the lead was returned approximately 410 mm from the tip end. Only the distal segment was returned-induced damage during explant. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. The lead was explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that the physician was not able to determine the cause of high pacing threshold.